Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. This MDR represents the bard soft mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with umbilical/epigastric hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿a vertical incision was made just to the right of the umbilicus. The hernia sac was just above the umbilicus which was dissected out. A bard flat mesh (device 1) was placed into the defect and closed with sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent epigastric hernia, adhesion thereby underwent open repair with explant of bard flat mesh (device 1) and implant of bard soft mesh (device 2). Per operative notes, ¿a vertical incision was made. The hernia sac was dissected out. Lysis of adhesion was performed. Previously placed bard flat mesh (device 1) was removed partially. A bard soft mesh (device 2) was placed and secure it with sutures.¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia, adhesion, scar tissue, thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿a vertical midline incision was made to the old scar. Hernia sac was dissected out. Old scar tissues and adhesions were taken down. Previously placed meshes were well incorporated. A synthetic mesh was placed into the defect and closed with sutures.¿